Event description:
It was reported to boston scientific corporation that following placement of a polaris loop ureteral stent, it was discovered under the scope image that the loop of the stent was torn. Reportedly, the suture had not been removed from the stent, and tension was not applied to the stent during the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that the stent's loops were torn at the most proximal section. When analyzing the returned device, it was clearly observed that the suture was not present and that the 2 loops were torn in the same section. This evidence suggests that a force was actually applied to the suture which caused a tear on the loops, and the suture to be pulled off completely. This was most likely caused while the physician was maneuvering the stent inside the patient and due to procedural/use factors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that following placement of a polaris loop ureteral stent, it was discovered under the scope image that the loop of the stent was torn. Reportedly, the suture had not been removed from the stent, and tension was not applied to the stent during the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."